Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v176477, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
It was reported that the patient had tried several different settings and tried medication with the implantable neurostimulator (ins), but she was still ¿shaking like a leaf.¿ the patient stated that this had been going on for ¿about three months¿ and it ¿came in spurts¿ and woke her up at night. When stimulation was turned off the patient was shaking so hard it ¿took all the energy out of her.¿ when the patient turned it back on she did not shake as bad as she did when it was off. The patient had tried lower and higher settings and her shaking stopped for ¿about three days¿ after changing the settings. The patient noted that her right hand and head were also shaking. The patient stated that the issue had been occurring for at least two years and had gradually gotten worse. The patient would love not to shake as bad as she did as she had trouble writing and cooking. The following day it was reported that the patient¿s tremor control had not been as good over the last year as it was the first three years of therapy. The impedances were measured and all within normal range. Historical impedances were not available. The patient was reprogrammed and got somewhat better control with the change. The reporter also mentioned that the ins battery was still at 3.72 volts, which was abnormal for this ins after being implanted for five years. About two weeks later it was reported that the patient still got tremor relief when reprogrammed, but it lasted for a short period of time, three days. There was a possible short after discussing the impedances. The cause of event was not determined and it was noted that the ins had been in for five and a half years. The patient was scheduled for battery replacement and extension exploration on (B)(6) 2014. Later that day it was reported that the patient had a loss of therapeutic effect. The patient had good therapy for five and a half years. However, over the past year and a half the patient had difficulty sustaining programming benefits. The benefits lasted three to four days and then were lost. The reporter did not have all of the impedances, but the nurse stated two combinations were good and higher than another two, which were both 762 ohms. It was possible that interleaving would be tried after replacement.

Event description:
Additional information received reported the patient had a replacement and they were seeing for additional programming on (B)(6) 2014. The patient experienced satisfactory tremor control without side effects.

Event description:
Additional information received from a consumer reported they had their implantable neurostimulator (ins) replaced to try and resolve the issue, but it was not resolved after the replacement. The patient had started working with a manufacturing representative about four year ago.